Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vaginal hysterectomy, while the surgeon was sewing the vaginal cuff, the back and forth needle tip approximately 5mm long "spike needle" broke off leaving a 2mm tip of the needle lodged in the patient's vaginal cuff. The surgeon decided to leave the broken needle tip in the patient at the point of sewing the vaginal cuff.